Event description:
It was reported that the device will not cycle from inhalation. Sticks on exhale to inhale only. No additional information.

Event description:
Additional information received by smiths medical/ICU on (B)(6)-2022 via email and attached to complaint object: the user experienced it pause for over a minute between breaths on two separate tests. No patient injury was reported.

Manufacturer narrative:
Other, other text: the device was returned with a cracked knob, a bowed front panel, and a loose input manifold. The device functioned as intended, during evaluation. The complaint was not confirmed. Repairs and preventive maintenance were performed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. D5 and e4 are unknown.